Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 25-feb-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("left essure migration / left essure had migrated and traversed the fallopian tube"), abdominal infection ("tremendous infection at abdominal area / complication of the infection") and pelvic pain ("pain / many times she had to go to emergency room due to pain until one day she was immobilized") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and normal birth. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), headache ("lots of headaches") and arthralgia ("lots of joint pains"). The patient was treated with surgery (laparoscopy started followed by c-section, fallopian tubes, left ovary and part of uterus removed). Essure was removed. At the time of the report, the fallopian tube perforation, abdominal infection, pelvic pain, allergy to metals, headache and arthralgia outcome was unknown. The reporter considered abdominal infection, allergy to metals, arthralgia, fallopian tube perforation, headache and pelvic pain to be related to essure. The reporter commented: not to take into account the amount of pills, injections and test that she had underwent due to the pain that it caused her. She underwent an operation due to left essure had migrated and traversed the fallopian tube causing a tremodous infection at the abdominal area. Right essure remains and the patient is currently at pre-operatory stage due to nickel allergy as this is also causing problems. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("left essure migration / left essure had migrated and traversed the fallopian tube"), abdominal infection ("tremendous infection at abdominal area / complication of the infection") and pelvic pain ("pain / many times she had to go to emergency room due to pain until one day she was immobilized") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and normal birth. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), headache ("lots of headaches") and arthralgia ("lots of joint pains"). The patient was treated with surgery (laparoscopy started followed by c-section, fallopian tubes, left ovary and part of uterus removed). Left essure was removed. At the time of the report, the fallopian tube perforation, abdominal infection, pelvic pain, allergy to metals, headache and arthralgia outcome was unknown. The reporter considered abdominal infection, allergy to metals, arthralgia, fallopian tube perforation, headache and pelvic pain to be related to essure. The reporter commented: not to take into account the amount of pills, injections and test that she had underwent due to the pain that it caused her. She underwent an operation due to left essure had migrated and traversed the fallopian tube causing a tremendous infection at the abdominal area. Right essure remains and the patient is currently at pre-operatory stage due to nickel allergy as this is also causing problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.